Event description:
It was reported that a mark on the center of an intraocular lens (iol) was found once the iol was implanted in the patient's right eye. The account thinks it was from the lens plunger. The iol was explanted during the same procedure and replaced with a new lens. Through follow up the account confirmed that all staff have been trained, no report of lens preparation not being followed was indicated and no use error was reported. It was reported that there was a delay in length of the surgery and discomfort to patient was noted. There was no vitrectomy required and no concerns were raised with regards to daily activities of patient being affected. There was no patient harm reported post lens replacement. No further information provided.

Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.